Event description:
During a diagnostic colonoscopy procedure performed to determine the cause of an obstruction, the surgeon discovered two perforations. The procedure had been completed and the perforations were viewed as the colonoscope was being removed. The pt was taken to surgery for repair of the perforations and an extended hospital stay was required.